Event description:
It was reported that during lead repositioning procedure, the pulse generator went into backup vvi operation after suspected electrocautery interaction. On (B)(6) 2014 after a device software download, normal device function resumed.